Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that the magnetic sensor broke. During a ventricular tachycardia ablation procedure with an intellanav oi ablation catheter, the catheter magnetic sensor broke. The procedure was completed via an alternative method. No patient complications were reported. However, returned device analysis revealed a damaged butt bond and body fluid ingress. Device analysis revealed the butt bond was severely damaged and had body fluid ingress. The distal end also appeared twisted in the cw rotation as viewed from the end of the distal tip. Dried body fluid was also found on the handle, main body tubing and distal end. Dried saline was found on the distal end. Continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. The tip, ring 1, ring 2 & ring 3 electrodes measured electrically open. The thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Higher than normal resistance was felt when actuating the steering mechanism due to the damaged butt bond and dried body fluid. X-ray inspection found multiple damaged wires at the butt bond and body fluid inside the distal end. They also found twisted wires in the distal end. The distal end was dissected. Dried body fluid found in all three ring electrode wire holes, but all three wires were still attached to the electrodes. Dried body fluid and saline found throughout the interior of the distal end. The butt bond sleeve was pinched and broken around the circumference. The sleeve was dissected and the broken wire ends for the tip and all three ring electrodes were found. The wire ends lined up with the break in the sleeve. The ends of the wires appeared to be damaged by cyclic fatigue. Resistance through each wire end to the breakout box were normal.